Event description:
On (B)(6) 2011, the pt was implanted with three gore excluder aaa endoprostheses. On (B)(6) 2011, the devices were explanted. Multiple attempts were made to obtain additional info for this event. No additional info has been received.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.